Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer cribriform was chosen for implant using an unknown delivery system. During the procedure, the device was introduced and advanced for placement, and after deployment, an increase in the patient¿s left atrial (la) pressure was observed, which was sustained. The patient did not develop any clinical symptoms, and no clinical diagnosis was made in relation to the pressure increase. The device was not completely released and was removed prior to release from the delivery cable. Therefore, the physician chose to stop the procedure for safety reasons, and no other device was attempted. No intervention or treatment was required. The increase in la pressure was described as a clinically recognized phenomenon that may occur after device placement due to occlusion of the shunt, which can increase load on the left atrium and right heart, and cannot be determined in advance. No allegations were made against any abbott device, and the event was not attributed to device performance.